Event description:
It was reported that an endoplege balloon would not deflate once it was inflated. This was found during prep, therefore, no patient injury.

Manufacturer narrative:
Evaluation: when the device arrived for evaluation it is noted that the balloon was already deflated. The device balloon was inflated with 2cc or colored water then aspirated twice with no deflation defects detected. This test was repeated two more times with no defects detected. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually the device has no defects. These devices are visually and functionally tested 100% prior to packaging. A device history review was performed and there were no nonconformities with the manufacturing of this lot. There is no root cause investigation at this time because the device has no defects and functions as designed. Trends will continue to be monitored on a monthly basis adn if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return.